Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating touchscreen issue. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer did not report any damage or residue on the touchscreen. The biomed reported completing multiple touchscreen calibrations. The v60 touchscreen was unresponsive near the top. The rse provided the customer with the parts ID for a new touchscreen. Additional information provided by user facility indicating that the issue was resolved by touch screen calibration. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.